Event description:
The bovie electrosurgical unit or esu was used to cut the tissue for a tracheostomy procedure. The pt was connected to a ventilator. The skin at the base of the neck was anesthetized with 1% lidocaine with epinephrine and a transverse incision was made. The subcutaneous tissue was divided by electrocauterization using the bovie electrosurgical unit. Upon completion of tracheostomy procedure the drapes were removed from the pt, on the chest 2" x 2" 2nd burn area was discovered by physician. The burn was noted midway down the pt's sternum. Black lead of EKG lay through burn area. Green towel covering area had burnt area the size of burn. It is not known if the EKG lead was burned as a result of contact with the electrosurgical unit. It appeared this was due to an EKG lead that may not have been grounded or may not have been making full contact and touching the pt's skin properly. The drapes were examined and no burn holes were found in drapes covering pt. Bovie site was clear. Pt bovie site refers to area where the subcutaneous tissue was divided with electrocautery. According to biomedical engineering dept these davol units are no longer supported by the MFR. In fact parts are no longer available for them. The unit was checked after the event by the biomedical engineering dept and according to their appraisal, user error was involved in this event. The MFR's labeling warnings or instructions caution use with o2 in use. Some physicians do not use bovie electrocauterization in inserting a tracheostomy tube because of the danger of sparks and explosions when o2 is in use. There is a difference of opinion among surgeons about which device is most appropriate. Some surgeons strickly use a surgical knife to insert tracheostomy tube, others like to use the bovie esu for electrocautery, to decrease amount of bleeding from surgical site. The reporter is currently exploring the literature to determine if standards of practice exist for the type of device recommended for performing this type of procedure. There were no unusual circumstances or activities surrounding this procedure.